Event description:
Per complaint form: balloon burst before nominal pressure was met. Then, the balloon detached from balloon catheter and remained inside the patient. An inch long incision was made to remove the balloon from the patient and the balloon was removed successfully. Patient is fine.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.